Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the battery couldn't be read. The ins was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the customer discarded the explanted battery and therefore it would not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-05, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s device was overdischarged and the rep met with the patient yesterday to perform a physician mode recharge. They tried to charge for a while, but they had to send the patient home around 25% due to the clinic closure and were not able to clear the por (power on reset). It was indicated that they were supposed to meet with the patient this morning, but the patient stated they charged to 75 percent last night and it was now showing it was empty. The reason for the patient not recharging was due to non-compliance. It was reviewed to clear the por as soon as the ins was at 25 percent charged. Steps for clearing the por were also reviewed. Technical services reviewed that the battery life is very unpredictable when coming out of overdischarge. The behavior of the ins reported by the patient was expected (normal) until the device has been charged to 100 percent multiple times. No symptoms were reported. The event date was asked but was unknown (a long time ago). On 2019-sep-18, additional information was received from a manufacturer representative (rep) reporting that the patient¿s overdischarge and the por screen had not yet been cleared, but the rep stated they would be seeing the patient tomorrow. The patient was told to charge their ins again and to not turn the device on until the rep had a chance to clear the por. No further complications were reported/anticipated. On 2019-oct-08, additional information was received from a manufacturer representative (rep) reporting that unfortunately the rep was not able to successfully able to clear the patient¿s por screen as the patient was not able to continue to charge their device (non-compliance). No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) on 2019-oct-24, reporting that the patient made it clear that not further attempts would be made to clear the por screen and resolve the overdischarge as the patient just wanted a new battery and were not interested in trying another reset. It was indicated that they had worked hours on the first one and therefore the stimulator battery would be replaced. No further complications were reported/anticipated.